Event description:
The report received from our affiliate indicated that during a pta in the left sfa, the balloon burst at ten atmospheres. No information was given as to the level of calcification or tortuosity of the target vessel. The length was 5 cm and the diameter was 8mm. A transfemoral approach was used. The balloon was removed from the patient without difficulty, but no information was given as to how the procedure was completed. As per the reporting affiliate, no additional procedural information is available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.